Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the lv perforation is unknown however may be due to patient factors (advanced age, friable tissue), and/or procedural factors (device manipulation, poor wire management). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards affiliate in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr), during advancing the 29 mm commander delivery system to the aortic arch, the guidewire appeared digging into the left ventricular (lv) apex. The operator stopped advancing the system. Transesophageal echocardiography showed accumulated pericardial effusion, and arterial blood pressure (abp) rapidly dropped to 30 mmhg. A 29 mm sapien 3 valve was immediately deployed in a targeted position. After valve deployment, pericardial drainage was performed. Although more than 200 ml fluid was removed, cardiac tamponade persisted. Percutaneous cardiopulmonary support (pcps) was initiated, and thoracotomy was performed. The left ventricular apex was torn for approximately 3 cm in length. Injury was surgically fixed. Transfusion of red blood cell and fresh frozen plasma and re-transfusion were performed. Reviewing procedural cine after procedure, it was found that the guidewire touched and dig into the apex as the delivery system passed through the artic arch. The lv cavity became small for the delivery system due to pericardial effusion, resulting in apex puncture by the nose cone. Per medical opinion, that the  ¿operators¿ motion was not harmonized while advancing the system.¿